Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After five days later, computed tomography of the abdomen without contrast showed the filter with three definite strut perforations, two of which were located anterior and posterior to the distal most abdominal aorta just above the bifurcation and the patient experienced pain. After three days later, the patient presented for filter removal, an access made via jugular vein, amplatz snare was used to capture the proximal retrieval hook of the filter. The filter was then over sheath without difficulty and withdrawn from the patient. Deployed new optease filter below the renal vein confluence. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with a history of deep vein thrombosis, pulmonary embolism and no longer able to anticoagulate. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall. The device was removed percutaneously. The current status of the patient is unknown.